Manufacturer narrative:
This complaint was identified during our retrospective review on complaints from our facility in (B)(4). This is related to (FDA audit-observation #7 from (B)(4)). Based on available information, our medical determination is that this malfunction is serious: because sometimes, a surgical intervention is needed to remove a catheter whose balloon fails to deflate. Reported to the FDA on january 23, 2013.

Event description:
This complaint is being created as part of a further correction action, retrospective review for 'private label' product (FDA audit-observation #7). This complaint was received by (B)(4) on (B)(6) 2011 from (B)(6) for product 2 way standard sec foley catheter size 18x10. Customer complaining: "impossible to deflate balloon". After 29 days indwelled, it was impossible to deflate. Then shaft was cut and the balloon was deflated.